Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated six erroneous patient results for sodium (na). Customer reported that the erroneous results were reported out of the laboratory. Customer indicated that the physician was notified and corrected reports were provided to the physician. Customer reported that there was no impact to patient treatment and there were no injuries or deaths. Customer reported that calibration was passing and quality control was acceptable at the time of the initial report. Bec field service engineer (fse) cleaned precipitant out of the flowcell, replaced the carbon bridge and both na electrodes. The fse verified performance.